Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and due to needing the settings adjusted, the customer experienced a low blood glucose (bg) level of 48-68 (mg/dl). Juice was consumed to treat bgs. Recommendation was made to consult with health care provider regarding adjusting the basal rate settings.